Manufacturer narrative:
Concomitant products: product ID 3998, lot # lb7836, implanted: (B)(6) 2003, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device was not working and the implantable neurostimulator (ins) needed to be checked. It was noted the patient had the ins checked a few months ago by a manufacturing representative. The reporter stated they were told they need to see their healthcare professional (hcp) for the device. The reporter further stated the ins was not working and they did not feel stimulation. It was noted the patient replaced the batteries in the programmer, but the programmer was not working. It was further noted the patient wanted to know if they could have an MRI for their shoulder. It was noted the MRI was not related to the patient¿s therapy. Additional information received reported the patient was still having concerns with their device or therapy, but they had not sought further help. The reporter stated they need information and wanted to know if they could have an MRI of their shoulder. The reporter further stated their stimulation was not working. It was noted the patient had not seen a healthcare professional (hcp) in a long time. Additional information received reported that the patient was still having concerns with the device or therapy, but had not sought further help. It was further noted that the patient was having trouble getting an appointment.